Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace lead impedance greater than 2,000 ohms along with intermittent loss of capture at maximum outputs. Boston scientific technical services (ts) had the field representative try different lv configurations without success. Additional information indicated that no imaging evaluations were performed and the cause of the observation was not determined. No lv lead revision was planned and the device was programmed to right ventricular (rv) lead pacing only. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.